Event description:
It was reported that non sustained right ventricular oversensing due to post paced t wave oversensing was observed on the right ventricular channel of the implantable cardioverter defibrillator. The patient was asymptomatic. Programming modifications were performed successfully. The patient¿s condition was stable.